Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken tip at the distal end. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, customer reported the suction irrigator instrument broke when removing from trocar. The procedure was completed with no reported injury.